Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the fiber optic cover lens and error e216. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the foreign objects in the fiber optic cover lens could not be determined whereas it is presumed that the reported event of error e216 occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.